Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 3 of 3, reference MFR. Report: 1627487-2016-03921. Reference MFR. Report: 1627487-2016-03922. It was reported the patient was hospitalized due to sepsis, which was suspected to have originated at the ipg site. The patient was prescribed intra-venous antibiotics. Follow-up identified the entire system was explanted on (B)(6) 2016. The patient continues to be treated via antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3 . Reference MFR. Report: 1627487-2016-03921, reference MFR. Report: 1627487-2016-03922. Follow-up identified the patient's infection has resolved.